Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 305916 batch # 3352629 it was reported that the bd safetyglide needle was clogged/blocked. The following information was provided by the initial reporter: "while giving a depomedrol injection to patient, the plunger became stuck halfway and it couldn't be pushed anymore." Verbatim: rcc received a complaint via email. Email(s) attached. Patient was giving a depomedrol injection and halfway through the injection plunger couldnt be pushed anymore. She had already given 1/2 a ml and needed to administer the other half. This is what the customer did and says: so I had to withdraw the needle, grab a new one and poke the patient a second time with a different needle. I know some of us nurses have had issues with some needles not priming and we are able to switch out the needle before reaching the patient, but this was the first time I had to poke a patient twice. Typically, the needles will not prime correctly, and the nurse will know to switch needles out but this time it acted perfectly normal until halfway through the injection. Item: 305916 quantity affected: 1 ea serial/lot number: (B)(6) po #: 4517241455.

Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention.

Event description:
No additional information was provided.